Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's line became clamped downstream for unclear reasons, but the pump did not alarm high pressure/downstream occlusion. The dose or amount the patient was taking was 107ng.kg.min. This was continuous frequency with route, which is IV. The date of use was from(B)(6)2003 and is ongoing. The fault occurred while in use with the patient, unknown of any adverse patient effects. The patient had a backup device and was able to switch and continue the medication.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.